Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. Patient mentioned using an "ultraviolet light cleaner, so clean." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient has discarded the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.